Event description:
Reportable based on device analysis completed on 07 mar 2024: it was reported that visualization issues occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion; however, there was no image displayed. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that the imaging window was detached near the lapjoint section.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached near the lap joint section and a kink was observed in the imaging window assembly. Microscope inspection also revealed the imaging window was detached near the lap joint section. The motor drive unit and ilab system were used to perform a functional inspection on the device along with the above referenced calibrated equipment. Impedance testing shows a good unit. Image test could not be performed due to the condition in which the device returned imaging window detached.